Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed early and was bent. The pod was not worn, and no adverse patient impact was reported.

Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. No bends, kinks, or other damages were observed in the soft cannula. The download data from the pod showed that the pod ran for 2879 pulses before being deactivated by the user. The data showed that both priming sequences ran for an expected number of pulses and boluses were delivered by the pod before deactivation. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in a needle mechanism failure.